Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A57111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. On (B)(6) 2013: essure confirmation test: bilateral occlusion. Previously administered products included for an unreported indication: nuvaring in (B)(6) 2013. Concurrent conditions included metrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vaginal infection") and hypoaesthesia ("other injuries/symptoms: numbness in right leg"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge and hypoaesthesia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: reporter information, essure lot number, historical drug, concomitant drug and conditions added. New event abnormal bleeding (vaginal) added and outcome for the event dysmenorrhea (cramping) added as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: essure confirmation test: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge") and hypoaesthesia ("other injuries/symptoms: numbness in right leg"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received. Product indication updated. Previously reported "injury" was updated to pelvic pain. Events- abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal infection, vaginal discharge and other injuries/symptoms: numbness in right leg were added. Reporters added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A57111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. On (B)(6) 2013: essure confirmation test: bilateral occlusion. Previously administered products included for an unreported indication: nuvaring in (B)(6) 2013. Concurrent conditions included metrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vaginal infection") and hypoaesthesia ("other injuries/symptoms: numbness in right leg"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge and hypoaesthesia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.